Manufacturer narrative:
(B)(4). Date sent: 9/12/2022. H6: component code: g04 mechanical. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was returned with no apparent damage and with one tr45g reload loaded on the device. In addition, a tyvek was received along with the device. The reload was received fully fired and with damage on the cartridge deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens, the knife plows the staples on the cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The sample was sent to cincinnati for additional evaluation: one tr45g cartridge was received in the rdl materials lab. The cartridge was examined using the scanning electron microscope (sem) with energy dispersive spectroscopy (eds). Sem images show damage near the middle of the cartridge and an indent on the distal end. The sem/eds of the midpoint damaged area was inclusive to identify what material caused the damage. The circular indent was obscured by surgical residue. Staple drivers throughout the cartridge have particles of titanium, aluminum, and vanadium indicating the cartridge was loaded with staples. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # 284a59. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the surgeon¿s experience with the device? Did the surgeon wait 15 second prior to firing? Was the device difficult to close? Was the device difficult to fire? Was there any unusual noise heard? Were there staples visible in the surgical field? If so, please describe the shape? Was the patient¿s post-operative care altered in anyway as a result of the difficulty with the device? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy procedure that after firing a green load, it was observed that the stapler cut but did not staple. Another like device was used to complete the procedure. Cecum was open to the abdomen when stapler did not deploy staples. Potential risk for infection. Required a second stapler, multiple reloads, and a more extensive cecal resection to remedy the situation.